Event description:
The facility representative reported a flogard infusion pump with a malfunction with the battery. It is unknown when this condition occurred in the "3b" area. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined that the cause was due to defective main batteries. The main batteries were replaced to resolve the issue.